Manufacturer narrative:
There is no device for return. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, values can change quickly and dramatically. Per the cardiac output measurement, continuous section of the IFU: ¿if confirmation of the displayed continuous cardiac output value is deemed necessary, performing a bolus td cardiac output measurement is recommended.¿ the bolus thermodilution method section also establishes that ¿cardiac output is inversely proportional to the area under the temperature-versus-time curve. The accuracy of this method depends on the accuracy with which the quantity and temperature of the injectate are known. The accuracy of the thermodilution method correlates well with the dye dilution technique and with the direct fick method. Edwards lifesciences cardiac output computers require that a computation constant be used to correct for injectate temperature rise as it passes through the catheter. The computation constant is a function of injectate volume, temperature, and catheter dimensions. The computation constants listed in the specifications have been determined in vitro.¿ additionally, the duration of catheterization should be the minimum required by the patient¿s clinical state since the risk of thromboembolic and infectious complications increases with time. The incidence of complications increases significantly with indwelling periods longer than 72 hours. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported in a medical journal that inaccurate cardiac output (co) values were noted from the swan-ganz catheter during use in the ICU on a (B)(6) male patient with severe arrhythmias and a left ventricular ejection fraction of 15% on echocardiogram. At the time of the issue, the patient was 6 days post-op for impella implantation and use of extracorporeal life support (ecls) with noted improvements to organ functions, per monitored lab results; however, was requiring ¿persistently high levels of catecholamine support and a new medium-grade aortic regurgitation (ar) was detected.¿ it was reported that during a 48 hour period of time, the catecholamine therapy had to be increased by 40% and echocardiogram showed a high-grade ar as the probable cause. The calculated flow through the left ventricular assist device (lvad) at that time was indicating 6 l/min; however, the cco pulmonary artery catheter was indicating a co of 3 l/min. A subsequent increase in lvad flow resulted in a detrimental exacerbation of the ar and ultimately a transfemoral tavi implantation and valve-in-valve rescue implantations were performed. During the following 24 hour period, the patient was weaned from catecholamine therapy and the measured co was equal to the calculated lvad blood flow (6 l/min).